Manufacturer narrative:
Facility experienced an event with endopath* thoracic endoscopic linear cutter with safety lock while performing a unknown procedure. The product complaint analaysis team has completed its investigation of the device which was returned to co with product inquiry # 973206. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: lockout position, missing; cartridge condition, fully fired; cartridge return batch number, j00n7c and instrument number, 183. Functional tests & results: condition of firing trigger lockout, good; condition of pinion gear, good; condition of short rack, good; condition of yoke, good and was instrument cycled, yes. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "jammed" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specification. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. The returned cartridge was missing the lockout tab. No conclusion could be reached as to what may have happened to the lockout tab. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
It was reported the device was used during an unk procedure. It was reported by the affiliate that the device jammed. There was no pt consequence.